Event description:
It was reported that during a ptca treatment procedure, the maverick balloon was being used to pre-dilate a heavily calcified lession. The balloon ruptured on the third inflation at 18 atm's (rbp=14 atm's) and the very distal tip of the balloon remained in teh pt. The physician secured the balloon tip with a stent. Pt status was reported as okay.

Event description:
The treatment procedure involved a calcified and 90% stenosed lesion in the mid circumflex coronary artery. The balloon ruptured on the first inflation (which was above rated burst pressure).